Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was intending to use a nitrex guidewire to treat a 210mm severely calcified cto in the right distal tibial/popliteal trunk and posterior tibial artery. Moderate tortuosity was reported and the artery diameter was 3mm. A non medtronic 7fr 23cm sheath and a 0.014 x 180cm guidewire were used in the procedure. The vessel was predilated. The IFU was followed and the device was prepped with no issues. It was reported that the tip of the guidewire detached from the wire at the target lesion when the physician tried to remove the device from the artery. The physician attempted to retrieve the detached part using a 7fr 120cm snare but could not remove it from the patient. The tip remains inside the patient at the distal posterior tibial artery.

Manufacturer narrative:
Additional information: completion of arteriogram revealed no vascular deficit in the area of cto posterior tibial. Collateral circulation was noted satisfactory. Treatment for the condition, plavix and atorvastatin. The patient does not present symptoms related to the event. The physician is not planning to perform any more procedures to remove the tip from the tibial artery. If information is provided in the future, a supplemental report will be issued.